Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. The cause of low bg was unknown. The customer lost consciousness because of the low bg level and received third party assistance from emergency services, but the customer did not provide how the low bg was addressed. Tandem technical support (cts) educated customer on how to prevent accidental screen touches, incomplete alerts and recommended to call back if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.